Manufacturer narrative:
Sensor 3mh060j8hnw has been returned and investigated. Visual inspection has been performed on sensor and no physical damage was observed on the sensor patch. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test performed and passed. All results were within specification and no failure were observed. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caller reported that a sensor error message was received with the adc device. As a result, the customer experienced a loss of consciousness however, was able to self-treat with 20 units of insulin and ibuprofen. No further information was provided. There was no report of death or permanent injury associated with this event.